Manufacturer narrative:
Originally, the returned catheter condition of the ¿peek housing and tip lumen transition was cracked open with internal parts exposed with reddish brown material inside the area¿ was assessed as a reportable malfunction under 9673241-2015-00500. However, after an internal departmental review, it was found that there was a discrepancy in the lot number reported (17073256m) and the product received/analyzed (17059008m). Clarification was requested on this discrepancy. A response was received on july 7, 2016 which clarified that the product received under (lot #: 17059008m) was not the correct product for this complaint. Also, they were unable to clarify if this product belonged to any other complaint. A search was also performed in the biosense webster, inc. Complaint database and we were unable to match this product with any other existing complaint. Therefore, manufacturer reference number (B)(4) was created to document and report the returned catheter condition for the lot number 17059008m. The product for this complaint was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17073256m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Also, corrected the manufacture date from 8/26/2014 to 8/23/2014. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the customer was unable to map after mapping 20-30 points. The case was completed without any patient consequence by changing the catheter. This type of issue is not reportable. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that peek housing and tip lumen transition is cracked open with internal parts exposed with reddish brown material inside the area, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the customer was unable to map after mapping 20-30 points. The case was completed without any patient consequence by changing the catheter. This type of issue is not reportable. Upon receiving the product in biosense webster lab on (B)(4) 2015, it was noticed that peek housing and tip lumen transition is cracked open with internal parts exposed with reddish brown material inside the area, making this event reportable. Upon receipt, the catheter was visually inspected and it was found that the peek housing and tip lumen transition were cracked open with internal parts exposed with reddish brown material inside the area. Due the damage x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at tip. This condition contributes to the crack observed due to the fact that the t-bar is applying stress at that point. A corrective action has been opened to address and resolve this t bar issue. The catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.